Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated 'fiber optic' alarm. The patient was switched to another iabp and therapy was continued. No patient injury reported.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company representative was unable to duplicate the reported event and no alarms were documented in the fault journal. The iabp was tested to factory specification. Performed fiber optic module test and it passed. Performed complete performance and safety checks to factory specifications. The pump was returned to the customer. (B)(4).